Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. A system check was performed, and the occlusion was found to be within the cartridge. Customer changed the cartridge to resolve the occlusion. Customer's blood glucose was within range (value not provided).